Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the unit failed pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. During the customer's inspection of the device, it was discovered that the seal of the expiratory cassette compartment was deformed. The defective part has been ordered and will be replaced by the customer. The service has been carried out by phone. During an on-site investigation by our field service engineer, the faulty part was located to the expiratory valve coil. Replacing it solved the reported failure. The replaced expiratory valve coil was not returned for further investigation. Therefore, the root cause to the reported issue could not be determined by this investigation.